Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported during an upgrade procedure to implant a new pg, while connecting the right ventricle lead (rv), an insulation issue was observed on the distal coil terminal pin. Since there were no abnormal measurements observed, the physician decided to repair the rv lead. The measurements were checked again after the repair, and they were all within normal range. The patient is enrolled in latitude and will be monitored. No adverse effects were reported.